Event description:
During the follow up the physician noted several episodes of non-sustained oversensing (nso) due to noise on the right ventricular (rv) lead. The physician indicated lead damage could not be ruled out yet. The oversensing and noise could not be reproduced with isometric testing. Imagining was not performed. The rv lead was capped and replaced to resolve the event. Following the revision, the electrical measures were all within normal limits and the patient was in stable condition.